Event description:
Boston scientific received information that this right ventricular (rv) lead had displayed out of range impedance measurements causing the lead safety switch (lss) notification to be triggered. No adverse patient effects were reported. The lead remains in service. The local field representative has been contacted for additional information.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the lead safety switch (lss) had been triggered from a low out of range impedance measurement of less then 200 ohms. The patient was seen recently for a device check and measurements were found to be within normal limits. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.